Event description:
The rptr stated that in (B)(6) and (B)(6) 2010, the pt obtained blood glucose level readings greater than 500 mg/dl and large urinary ketones after traveling ten hours with little activity. The pt corrected his blood glucose level using the insulin pump and drank large amounts of water; he did not seek any medical attention. Troubleshooting revealed the rptr, the pt's mother, was unaware of the pump's temporary basal setting and had once attempted to set it but did not turn it on. The rptr stated the pt now uses the temporary basal settings option during travel and the issue of elevated blood glucose levels has not reoccurred.

Manufacturer narrative:
The pt returned the pump to animas for analysis. Product analysis was unable to investigate the allegation of elevated blood glucose readings, due to a motor alarm that occurred during testing. No conclusions can be made at this time.